Event description:
Customer reports that needle prematurely released from the suture during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event.